Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that were evaluated for jaw and teeth issues caused by the aligners. Their dentist found the following, patient reported experiencing significant pain in the tmj area, as well as noticeable restriction in their ability to fully open the mouth. These symptoms were first noticed approximately six months after the start of aligner treatment. Upon examination dentist found patient experiences dull pain, persistent ache localized in the tmj area that intensifies with jaw movement. There is evidence of slight deviation of the jaw upon opening, and the patient report intermittent clicking sounds in the tmj. Patient was advised to temporarily discontinue use of the aligners to determine if symptoms improve or resolve. A follow up appointment is scheduled to reassess and determine if any adjustments to the treatment plan are necessary to prevent further complications.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.